Event description:
The doctor found one of the haptics bent after the lens was implanted in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00233 for the intraocular lens used with this delivery device.